Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device, the service technician reported the monitor failed the arterial initialization test. The monitor was originally returned for a broken tab on the hematocrit saturation probe. Since the event occurred during routine testing of the device, there were no patient involvement during this event.